Event description:
Began using philips respironics CPAP in 2009. Diagnosed with duodenal adenocarcinoma (B)(6) 2020. Also suffered from sporadic respiratory infections and headaches due to use of CPAP.